Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had under-infusion following downstream occlusion alarm during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported conditions ' under infusion following ds occ alarm' . The device was tested for flow accuracy and delivered within intended range. The device was also tested for downstream occlusion testing and passed. The event history log review was performed and an event occurrence date was not provided. The last downstream occlusion occurred on (B)(6) 2025 during an infusion of IV maintenance fluid in the adult critical care unit. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition for under infusion was not verified. The cause of the downstream occlusion condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.